Manufacturer narrative:
The device was evaluated by the returns department which found that the inductive on the joystick is out of calibration.

Event description:
The provider states, the joystick will not engage the brake on the motors. He states when the end user is going up or down a ramp, the joystick doesn't register the neutral position and therefore the brakes on the chair aren't engaged.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick will not engage the brake on the motors. He states when the end user is going up or down a ramp, the joystick doesn't register the neutral position and therefore the brakes on the chair aren't engaged.